Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. A defect of the insulation near the coil was not observed.

Event description:
It was reported that during the implant procedure, it was observed there was a defect near the coil of the lead insulation that prevented the lead from passing into the introducer. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.